Event description:
It was reported to philips that there was a remote alert error. No harm has been reported to philips. Review of the system log files revealed that 3 disks in the image processing pc (ippc) were having problems. A new ippc was ordered for replacement. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-01860. This complaint will be closed as duplicate.